Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. Upon visual inspection, pinholes were found on the tubing. The cause of this confirmed condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of an actual used interlink set in which there was a hole detected in the tubing between the y-site and the drip chamber. This was noticed during priming with saline . There was no patient involvement or medical intervention necessary. No further information is available at this time. This is report 1 of 4 of the same reported problem from this facility.